Manufacturer narrative:
As reported, a hair was found inside the folds of the white wrap (over the mesh). The subject device was returned for evaluation; however, at this time evaluation is not yet completed. When sample evaluation is completed, a supplemental emdr will be submitted. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in december 2022. Addendum: h11: this supplemental MDR is submitted to document the sample evaluation results. Sample evaluation confirmed a foreign matter (human hair) found on top of the inner sterile envelope next to the mesh strap. Based on sample and manufacturing process evaluation performed, the root cause is confirmed as manufacturing related. Awareness notification was provided to all appropriate personnel. Our records continue to show there have been no other reported complaints to date for this lot of (B)(4) units released for distribution in december 2022. Updated fields. Corrected field. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a ventral hernia repair on (B)(6) 2024, while opening the sterile packaging, surgical technologist noted that inside the folds of the white wrap (over the mesh) had a small hair. It was reported that the mesh was not implanted, and another mesh was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As reported, a hair was found inside the folds of the white wrap (over the mesh). The subject device was returned for evaluation; however, at this time evaluation is not yet completed. When sample evaluation is completed, a supplemental emdr will be submitted. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in december 2022. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a ventral hernia repair on (B)(6) 2024, while opening the sterile packaging, surgical technologist noted that inside the folds of the white wrap (over the mesh) had a small hair. It was reported that the mesh was not implanted, and another mesh was used to complete the procedure. There was no reported patient injury.